Event description:
It was reported that during setup of unit, the cardiosave intra-aortic balloon pump (iabp) unit had some black dots on display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has some black dots on display.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to verify the failure reported. The fse replaced the display and tested the unit. The fse found the bottom half of the display to not be showing properly. After inspecting the unit further, the fse found that the newly replaced coiled cable had a bad wire on the connector and the newly replaced display was an out of box failure. So, the fse replaced both. The fse was then was able to get the display to work correctly. The fse completed the pm and the unit was approved for clinical use and returned to the department. The fse also stated that the coil cord was listed in a different service order. The failure analysis and testing department received the following parts associated with this complaint: pn: 0160-00-0127 sn: n/a assy, display top lcd. Pn: 0160-00-0127 sn: (B)(6) assy, display top lcd. These parts were received with a reported unit failure message of spots on display, oob failure and horizontal color sections on display. Performed visual inspection of these parts received and following part has spots on display. Please see attached picture. Pn: 0160-00-0127 sn: (B)(6) assy, display top lcd. The failure analysis and testing department verified the failure of spots on display and cannot installed this part into the test fixture as part verified by visual inspection. Pn: 0160-00-0127 sn: (B)(6) assy, display top lcd failed testing. The following part looks to be in good condition by visual inspection. Pn: 0160-00-0127 sn: (B)(6), display top lcd. Installed the display top lcd into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual per procedure. The failure analysis and testing department verified the failure of horizontal color sections on display as soon as turn on the unit. The following display top lcd failed testing. Retaining both display top lcd in the fat dept. As per procedure.

Event description:
N/a.